Event description:
Swelling of the knee [joint swelling], pain of the knee [arthralgia], aspirated the fluid from the knee [joint effusion]. Case description: a spontaneous report was rec'd on (B)(6) 2010 from the hcp of a male pt, initials and age not provided, with a history of osteoarthritis of the knee, who experienced pain, swelling and effusion in the knee after receiving synvisc. The pt rec'd a series of synvisc about a yr ago. For more info regarding events experienced by the pt with that series, please refer to MFR control number (B)(4). In the current series, the pt rec'd synvisc into an unk knee about three months ago. After the first injection, the pt experienced pain and swelling of the knee. The hcp aspirated fluid from the knee which the hcp stated was of a "much thicker consistency." Also, the pt returned to the hcp's office recently with pain and swelling. The hcp aspirated fluid from the pt's knee a second time and again noted that the fluid was of a thicker consistency. The hcp also performed arthroscopy on the pt's knee. At the time of this report, the final outcome of the pt was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.